Manufacturer narrative:
Concomitant medical products: 5068-58 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited noise and high impedance. The ra lead was reprogrammed at first and capped and replaced on the later date. No patient complications have been reported as a result of this event.